Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers gd891804, gd891770 and gd891580 and no exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal (dianeal low calcium) therapy for peritoneal dialysis (pd). Action taken with the dianeal therapy was not reported. During a call with baxter customer service, the following information was reported. On (B)(6) 2012, the patient was hospitalized for peritonitis (onset date not reported). Treatment was not reported. On (B)(6) 2012, the patient was discharged. It was not reported if the patient had recovered from the event. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.